Manufacturer narrative:
Other applicable components are: product ID: 338940, lot# b0838207k, (B)(6), (B)(4), product type: lead; product ID: 37085-60, serial# (B)(4), (B)(6), (B)(4), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported that after the operation, there was a short circuit of the lead and a gluesheath breakage of the extension. A new lead and extension were implanted to complete the operation. The cause of the issue was not known. The patient was in good condition. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead (model: 338940, lot no: b0838207k) identified a short between two conductors in the body of the lead; consistent with explant damage. Electrical testing of the lead determined continuity was complete during visual analysis of the lead, it was noted the proximal end was not returned. During visual analysis of the lead, it was noted the distal end was not returned. Analysis identified markings on the outer insulation of the lead which is consistent with markings from the use of a tool. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: extension. H3: analysis of the extension (serial no. (B)(4)) found no anomaly. H6: conclusion code updated to 67. Result code updated to 476 and 213. Method code updated to 10. As a result of analysis findings, device code c62973 is no longer supported. H6: due to confusion regarding the shipped product, the incorrect serial number for the extension was originally listed. Extension (sn: (B)(4)) no longer applies to the event and relevant codes apply to extension (sn: (B)(4)). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 338940, lot# b0838207k, implanted: (B)(6) 2008, explanted: (B)(6) 2018, product type: lead. Product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). Information is provided in the future, a supplemental report will be issued.

Event description:
No additional information was received.